Event description:
It was reported that a patient underwent a wound closure surgery on an unknown date in 2021 and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please provide procedure name and date. Wound closure, unknown. Please provide lot number. Unknown. How many sutures broke before use on patient (pre-op)? None. How many sutures broke during use on patient (intra-op)? 3 packs. How was procedure successfully completed? Yes. Events reported in 2210968-2021-12690, 2210968-2021-12691.